Manufacturer narrative:
Follow-up #1 date of submission 10/25/2016 - device evaluation: in q3 2016 2 pumps were returned and investigated. There were 2 instances of battery compartment and cap w/moisture damage found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 3 allegations of a malfunction, pumps were returned to animas and investigated. Of the investigated pumps, none were found to be malfunctioning. During investigation for unrelated allegations, there were 39 issues relating to the battery compartment and battery cap both being damaged with moisture ingress present. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery compartment and cap issue where there was evidence of moisture ingress. These reports were received from various sources. The patients associated with this allegation ranged from 12-57 years of age and between 52 and 52 pounds. Of the reported patients, 1 was male and 2 were female.